Event description:
On (B)(6), customer reported the urology system fluoro failed during a pt procedure. Product monitoring has made multiple attempts to contact customer for pt and procedural info without success. Customer stated to lf service tech support inquiry to pt or staff injury, no injuries involved.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.